Event description:
It was reported by the doctor that the zimmer air dermatome was used to harvest a graft from the patients left thigh, and that the device did not function correctly. The sales rep stated she believes the blade was placed in backwards. A second pt harvest was completed two days later from the tpt with a different device. Clinical follow-up indicated the issue was noticed during surgery, but the doctor proceeded to keep trying to get a good graft. The graft harvest was unusable and a second surgery was performed later with an alternate device.

Manufacturer narrative:
On 05/31/2014, united states and canadian customers were sent on urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their device informing them of improperly maintaining instruments that may cause donor site injuries or result in damage to the graft. The device was returned to the MFR for repair and evaluation. The service record indicates that the device was manufactured on 05/08/2010 and was last repaired on (B)(4) 2011 for a similar issue. Evaluation revealed that the device operated within motor speed specifications, but was outside side to side calibration specifications at all tested thickness settings. Wear to the head and control bars was also noted. The device was repaired and shipped to customer. It was stated in the event detail and during clinical follow-up that "the doctor proceeded to keep trying to get a good graft. The graft harvest was unable and second surgery was performed later with an alternate device.". The lack of side to side calibration at all tested thickness settings, as well as the wear to the control bar and head, likely did not result in the observed injures. The customer did not return any associated blades with the unit or provide any info regarding the condition of the blades. Additionally, no info is known regarding the technique or methods utilized by the user during the reported event; however improper technique while taking the graft or incorrect installation of the blade can cause the dermatome to skip and gouge the pt as observed in the pictures. A root cause of the reported event cannot be determined.